Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was converted from a hemi to a total hip due to dislocation of the universal bipolar head from the patient's native acetabulum. The bipolar component and femoral head were removed and a shell, liner, and femoral head were implanted. There are no allegations against the revised femoral head. The reporting rep does not know if any stryker reps were present for the revision procedure. Sales branch provided the primary usage sheet. Rep confirmed that no further information will be released by the hospital or surgeon.